Event description:
Patient fell approximately 4 months ago resulting in a left femoral fx and had a intramedullary rod placement at that time. The patient did approximately one month ago when getting up from computer desk and developed acute, 10/10 pain in left hip where the prior fracture had been. The patient was taken to hospital where the patient was found to have a new fracture of the proximal left femur with associated fx of the proximal aspect of the previously placed intramedullary rod. The surgical screw within the femoral neck had altered angulation due to fracture.